Event description:
It was reported that the device shocked the patient's heart and spine. The patient felt the sensation and went to the emergency room. The device physician came to the hospital and ran some tests on the pump. A dye study was performed, and other test came back were ok. The physician felt the pump had "malfunctioned" and decided to explant it. The physician did not specify what the malfunction was. The patient originally had morphine in her pump, but the drug was then changed to dilaudid, because the morphine was causing "issues" for the patient. The patient did note that with the pump she'd been over and under dosed several times. The details and number of these events were not reported. Additional information has been requested, but was not available as of the date of this report.